Manufacturer narrative:
(B)(4).date sent: 2/21/2024.d4: batch # unk.investigation summary:the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device.visual analysis of the returned sample determined that the b12lt devices was returned inside it's original packaging unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the outside in.the event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event.as part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications.a manufacturing record evaluation was performed for the finished device lot 455c17 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, hole identified in packaging prior to introduction to surgical field. No patient consequences.

Manufacturer narrative:
(B)(4) date sent: 1/9/2024 d4: batch # unk additional information was requested and the following was obtained: "could you please specify what is meant with "hope identified in packaging prior to introduction to surgical field"? What does "hope" mean? Hole" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. Device evaluation anticipated.